Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with esophageal variceal ligation procedure performed on (B)(6) 2025. During the attempt to deploy the ligatures, the bands overlapped each other, preventing individual deployment. In addition, the wire holding the cap broke, rendering the kit unusable. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break. Block h11: investigation results: based on the available information, boston scientific could confirm the reported event of bands failure to deploy. The returned speedband superview super 7 device was analyzed, and the investigation revealed damage to the ligator housing teeth. The observed marks on the teeth suggest that the device may have been subjected to excessive force during use. Alternatively, the damage may have occurred during insertion of the device through the patient, which could have compromised the teeth and affected the functionality of the handle during band deployment. It was determined that, due to the damaged teeth, the bands could not be deployed. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the returned speedband superview super 7 was analyzed. Visual evaluation revealed the trip wire was not broken. In addition, the teeth were damage. The slack was taken up and secured to the post. No other problems with the device were noted. No other problems with the device were noted. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) with esophageal variceal ligation procedure performed on (B)(6) 2025. During the attempt to deploy the ligatures, the bands overlapped each other, preventing individual deployment. In addition, the wire holding the cap broke, rendering the kit unusable. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.